Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the activation button on the device was stuck in the "on" position.